Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v693796, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient originally wasn't able to sync with her device, but was able to after education. For the past three weeks the patient had been feeling some abdominal pain. The patient had also been having more urinary frequency and retention symptoms in the past three weeks that coincided with her pain. It was noted that the patient had undergone eight abdominal surgeries in the past, most recently in 2011, and her stomach felt "distended".